Manufacturer narrative:
(B)(4).

Event description:
Information received from the patient via manufacturer's representative that the patient had difficulty/unable to recharge. The patient had been unable to get any coupling bars since their implantable neurostimulator (ins) was placed in the right abdomen on (B)(6) 2015. The patient noted that they had not had this issue with any previous devices. The representative reported that they were able to communicate using both the patient and clinician programmers. The use of the antenna locate (al) feature gave values of between 76-82 but did not resolve the issue. The use of the recharger belt and spacers was not successful. Recharging statistics obtained from the clinician programmer showed a typical duration of recharging of 1.3 hours and a typical interval of 0.1 days. On (B)(6) 2016 showed 0.2 hours and the ins 25% charged. On (B)(6) 2015 showed 3 hours, 50% charged and 0.3 hours 50% charged. On (B)(6) 2015 showed 2.5 hours, 50% charged and 1.3 hours, 50% charged. The ins felt parallel to the skin but somewhat loose in the pocket. The representative was unable to feel which side the leads were coming out of. X-rays had not been taken. No symptoms were reported associated with the event issue. Information received on (B)(6) 2016 from the representative reported that the patient was advised to make an appointment for a surgical consult. It was unable to be determined it the ins was flipped or too deep. The patient currently had no insurance and it was unknown when they were to make the follow up appointment. The indication for use for the implanted device was noted as non-malignant pain. If additional information is received, the event will be updated.